Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Atlas work horse clinical study. It was reported 1538 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, that the patient experienced angina pectoris requiring subsequent hospitalization. The index procedure treated the 70% stenosed 3.0x14mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation and the placement of a 3.0x16mm taxus liberte drug eluting stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. 1538 days following the index procedure, the patient presented with angina pectoris and was admitted into the hospital for a prolonged hospitalization. No further information is available. Queries for additional information have been requested.